Event description:
Procedure type: gastric bypass. According to the reporter: anvil did not tilt after firing. The anvil was manually removed without patient harm. Surgery time was extended by thirty minutes as a result.

Manufacturer narrative:
Initial report sent: 09/08/2008.